Manufacturer narrative:
The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of the device.

Manufacturer narrative:
The device was discarded at the site, however per report, there was no device malfunction. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. In this case, there was no report of difficulty with advancement of the sheath in the patient's vasculature. However, the access vessel was 7.12mm, heavily calcified, with mild tortuosity, and required cut-down in order to gain proper access. In addition, the physician indicated there was calcification at the point of access and this could have caused or contributed to the tear of the femoral artery. In this case, it appears that patient factors caused or contributed to the reported event. No further action is possible at this time.

Event description:
As reported by edwards, at the end of the transaortic valve implant (tavi) upon removal of the 24f sheath, a tear of the left femoral artery was noted. The tear required surgical repair using a bovine pericardial patch. The patient was stable when leaving the operating room. Additional investigation revealed that the access vessel diameter was 7.12mm; the vessel was heavily calcified with mild tortuosity. Left femoral access was obtained via cutdown. The procedural sheath was advanced without difficulty. The vessel was calcified at the point of access and per report, this might have caused or contributed to the tear of the femoral artery.